Manufacturer narrative:
Further review of this case indicates this is a duplicate report. The event in this report has been already reported under MDR no. 8043484-2020-03004. All further communication for this event will be managed in that case, including a follow up report with the results of our investigation. We respectfully request to close the case as a duplicate and refer to the referenced case above.

Event description:
It was reported that the device was found to be unable to operate on ac or battery power and can not recharge the battery due to the connector j13 on the main board being broken. No patient harmed, and no injury reported because this was found during service and repair.